Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer claims a yellow alarm was missing for low invasive blood pressure. Afterwards they specified, that it was not missing but alarm limit for low invasive blood pressure was set too low. The patient outcome is stated to be not yet to be foreseen, but the patient survived the incident. The customer is not sure if there is any harm to the patient.

Manufacturer narrative:
The reported problem was investigated via remote support who established that the customer expected a red alarm for a severe hypotension, but only a yellow alarm was triggered due to the alarm settings and was therefore not directly recognized by the clinical staff. A nurse became aware and the patient survived the incident after a cardiac massage and drug administration (catecholamines). The logs and configuration setting were analyzed by the remote center engineer (rce). According to his feedback, the system works as designed and configured. The rce informed the customer with the findings of his analysis. The device did not trigger an expected red alarm because red alarms were turned off, therefore only a yellow alarm was announced which was not immediately recognized. The customer was advised that the reported issue was caused by incorrect ivpm alarm settings. This is considered as all that is warranted for this issue. The product remains at the customer site. This complaint does not represent a product/part failure, the issue was caused by an unexpected alarm setting the customer was not aware of. This issue was resolved by instructing the customer about the alarm settings. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that "a yellow alarm was not heard or was not triggered" on (B)(6) 2017, 3:30 pm. The device was used for monitoring at the time of the alleged malfunction. A cardiac massage and a drug administration (catecholamines) were necessary. The patient survived the incident.